Manufacturer narrative:
An (B)(6) patient in a nursing home was being fed by staff. They turned away and some time later found her in cardiac arrest with asystole. CPR was started by the nursing home staff. Ems then arrived and used resqcpr including the resqpump. A wound/injury on the patient's chest (skin tear) was observed after that. This was covered with a clear plastic bandage. It is uncertain whether the injury was attributable to the use of the resqpump. Ems personnel continued with manual CPR and the resqpod and she was transported without a pulse and in asystole with ongoing CPR to baptist emergency department where she was declared dead. Death was not attributed to the use of the resqpump or the observed damage to the chest. Ems reported compressions were performed at a depth of 2.5 inches during use of resqpump which is greater than described in the instructions for use of 1.5 to 2.0 inches or 33 to 45 kg.

Event description:
An (B)(6) patient in a nursing home was being fed by staff. They turned away and some time later found her in cardiac arrest with asystole. CPR was started by the nursing home staff. Ems then arrived and used resqcpr including the resqpump. A wound/injury on the patient's chest (skin tear) was observed after that. This was covered with a clear plastic bandage. It is uncertain whether the injury was attributable to the use of the resqpump. Ems personnel continued with manual CPR and the resqpod and she was transported without a pulse and in asystole with ongoing CPR to baptist emergency department where she was declared dead. Death was not attributed to the use of the resqpump or the observed damage to the chest. Ems reported compressions were performed at a depth of 2.5 inches during use of resqpump which is greater than described in the instructions for use of 1.5 to 2.0 inches or 33 to 45 kg.